Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review, the information provided by the account and without the device to analyze, a cause for the reported unintended movements associated with clip opened during efaa and clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and grasping was performed. While establishing final arm angle (efaa), it was observed the clip opened to roughly 40 degrees. Standard troubleshooting was performed and the clip was able to remain closed. Therefore, the deployment was continued. The clip was deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 20 degrees. It was noted the clip remained stable on the leaflets and mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.